Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: blood does not clear from caresite after blood draw and there can be a drop of bloody fluid on the end of caresite after syringe removal.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). A photo depicting a small drop of blood/saline mix on th access port of the valve was provided, however the actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.